Event description:
After 45 mins of dialysis treatment, hemodialysis tubing separated below venous chamber. Pt observed occurrence and called staff. Staff discontinued the treatment. Estimated blood loss 200 cc.